Event description:
It was reported via legal documentation that a patient had a left hip arthroplasty on (B)(6) 2014, and then experienced a revision surgical procedure on (B)(6) 2018, approximately 4 years, 1 month after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants - product information: 2538848 - 164-01-10 - element-stem, collarless w/ha, std offset, sz 10; 3612488 - 170-36-00 - biolox delta femoral head 36mm od, +0mm; 3735819 - 186-01-56 - integrip cc, cluster 56mm,g3 pending investigation. There is no other information available.

Manufacturer narrative:
Based on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H6: corrected component and investigation clinical codes.